Event description:
Refer to h10/h11 for follow-up information.

Manufacturer narrative:
D01: intuitive surgical, inc. (Isi) received the catheter involved with this complaint and completed the device evaluation. Failure analysis investigation confirmed/replicated the reported complaint. The vision probe that was used in the same procedure and an in-house vision probe were installed on the catheter separately. Both vision probes extended out further and not secured inside the distal tip of the catheter. Upon further analysis, the gold plated tip ring at the distal end of the catheter¿s shaft was broken off. The missing material, approximately 0.08" x 0.03¿ in size, was not returned by the customer. When viewed with a vision probe, the distal end of catheter¿s shaft did not exhibit roundness. The catheter was transferred to the advanced failure analysis (afa) for additional investigation. Investigation found that the following root causes were possible contributors to the reported issue on the catheter: inadequate proof load (minimum amount required to withstand the tension), inadequate life test (no force and controlled tip-impact performed), and variation in solder joint strength (absence of wicked solder between the control ring and the tip).

Manufacturer narrative:
The fully articulating catheter has been returned for evaluation. However, as of the date of this report, failure analysis of the catheter related to the complaint has not been completed. A follow-up MDR will be submitted if additional information is received. After the review of the fluoro image from (B)(6) 2020 case, an intuitive clinical engineer provided the following: in the image, a radiopaque (darker) circle can be observed some distance away from the catheter. The radiopaque circle is likely a foreign object, and is consistent with the shape of the tip of the catheter. This complaint is being reported due to the following conclusion: it was reported from internal engineering teams, the tip of the catheter possibly fell into the patient¿s lung during an ion endobronchial lung biopsy procedure. At this time, the cause of the customer reported failure mode is unknown. Additionally, it was also noted that the patient later underwent a surgical resection that was unrelated to the reported issue on (B)(6). The patient's current status and the status of the retained instrument fragment are unknown.

Event description:
During the investigation of a separate complaint reported on 05-aug-2020, it was reported from internal engineering teams, the tip of the catheter possibly fell into the patient¿s lung during an ion endobronchial lung biopsy procedure. At this time, the status of the patient as well as the fragment is unknown. On 31-aug-2020, intuitive surgical, inc. (Isi) obtained information from the initial reporter for the related complaint and it was determined that this catheter has been used 3 times and that it may be likely that the instrument tip was not present or was removed during a case on (B)(6) 2020. After further investigation into the possible location of the instrument tip, internal engineering teams reviewed the fluoro image from the (B)(6) 2020 case. The fluoro images appears to show an object that matches the shape of the tip of the catheter in the lungs. An image review provided by an intuitive clinical engineer provided the following: in the image, a radiopaque (darker) circle can be observed some distance away from the catheter. The radiopaque circle is likely a foreign object, and is consistent with the shape of the tip of the catheter.